Manufacturer narrative:
Device eval summary: device evaluation of battery (B)(4) has been completed. The reported problem was confirmed. The cause of discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient called in to zoll lifecor customer support to report that one of his batteries was showing a red light with a slash through the battery. The patient also reported that the battery was not holding a charge. Support issued the patient a replacement battery pack.